Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/31/2021. H.6. Investigation: customer returned a total of 71 used 4mm, 32 gauge nano pro pen needles. No teardrop labels were returned for lot identification. 30 of the returned pen needles were inspected prior to testing. 20 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining 10 samples were attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needles. No issues were found with the remaining pen needles. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that 20 of 30 isolated samples had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h.10.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box 1200 us was clogged. The following information was provided by the initial reporter: it was reported needle clog during injection. Verbatim: daughter of consumer reported needle clog during injection, stated that there is no insulin flow.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box 1200 us was clogged. The following information was provided by the initial reporter: it was reported needle clog during injection. Verbatim: daughter of consumer reported needle clog during injection, stated that there is no insulin flow.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1027026. Medical device expiration date: 2026-01-31. Device manufacture date: 2021-01-27. Medical device lot #: 1040138. Medical device expiration date: 2026-02-28. Device manufacture date: 2021-02-09. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box 1200 us was clogged. The following information was provided by the initial reporter: it was reported needle clog during injection. Verbatim: daughter of consumer reported needle clog during injection, stated that there is no insulin flow.